Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited the emergency room due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was unknown. Customer had symptoms like laziness, vomiting, dizziness. Customer was not receiving the insulin. The insulin pump will not be returned for analysis.